Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with pauses of 2 to 3.5 seconds. It was noted that all daily measurements were within normal limits. Boston scientific technical services (ts) discussed several troubleshooting and programming options for the patient. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).